Event description:
Edwards received notification of pascal in tricuspid procedure where two ace implants were attempted to be placed in the tricuspid valve (tv), but unfortunately both were bailed out due to the unfavorable anatomy of the patient. This patient had a very large chiari network that extended throughout the right atrium. During the first ace attempt- there were no issues with steering the implant down to the valve, orientation, or advancement of implant below the valve. While attempting to grasp the septal leaflet, it was noticed that the implant was caught in the a/s commissure and decided to reset back into the atrium. After the reset, it was attempted to advance the implant below the valve and noticed the device was stuck on the chiari network. Every maneuver was performed to free the device from this tissue, however it was unsuccessful. Device was bailed out (still attached to part of chiari network). The guide sheath (gs) was replaced, and a new ace device was prepped. For the second ace attempt- this device got caught after exiting from the gs and began to steer down to the valve. All maneuvers to free this device from the tissue were attempted and unsuccessful. The device was bailed out with the tissue still attached. The tissue was visualized on the implant after it was pulled from the body. The decision was made to stop the procedure. There was no harm to the patient. The presence of prominent anatomy was observed prior to the entanglement. The physician does not believe the pascal devices were in any way responsible. Internal image evaluation findings stated that upon reviewing the post bailout images of the two devices, there is a high suspicion of anterior leaflet perforation and new tr (tricuspid regurgitation) jet not mentioned in the event. The perforation is suspected due to procedural events associated with the anterior leaflet: interaction with clasp retention elements while crossing the tv annulus, followed by a second event of anterior leaflet stretching while captured between the paddle and clasp with the ace device septal bias as described in the report. The patient was re-attempted on (B)(6) 2024 and successfully implanted.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Manufacturer narrative:
The complaint for implant caught on anatomy was confirmed with objective evidence as confirmed by an image that was presented by the edwards clinical specialist during a follow up call. The complaint for leaflet damaged while capturing was confirmed with objective evidence as confirmed by the evaluation of the returned procedural imaging. Product evaluation was conducted on the returned device and no abnormalities were identified. The device functioned as intended and did not present with any defects. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The imaging evaluation (ie) corroborates the information relayed by the clinical specialists present at the case. The chiari network blocked the ability of the implant to reach its target location. Additionally, the ie noted a high suspicion of anterior leaflet perforation and new tr jet not mentioned in the original complaint allegation. This likely resulted from the first device as it was in the ventricle interacting with anterior and septal leaflet. Available information suggests that the chiari network of the patient hindered the ability of the implant system to maneuver as needed inside atrium and eventually make it down into the valve for leaflet capture. Additionally, excessive manipulations performed to help place the device in its intended location, followed by attempting to free the caught device, may have resulted in tissue damage to the patient anatomy.